Event description:
Consumer contacted via social media and stated that the string broke off of a tampon; also, one tampon had noticeable discolored cotton which was unattached to the tampon but stuck to it. No injury was reported.

Event description:
Consumer contacted via social media and stated that the string broke off of a tampon. Also, one tampon had noticeable discolored cotton, which was unattached to the tampon, but stuck to it. No injury was reported.

Event description:
Consumer contacted via social media and stated that the string broke off of a tampon; also, one tampon had noticeable discolored cotton which was unattached to the tampon but stuck to it. No injury was reported.